Event description:
During the implantation procedure, once the screw on the lead was deployed it was reported that there was not pacing or sensing and the helix would not retract. The lead was not implanted; a new isoline was implanted successfully.

Manufacturer narrative:
(B)(6) 2011.the analysis on this device is pending.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).

Event description:
During the implantation procedure, once the screw on the lead was deployed it was reported that there was not pacing or sensing and the helix would not retract. The lead was not implanted; a new isoline was implanted successfully.